Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A patient was revised to address a fractured xia polyaxial screw at right s1. The patient reported pain and CT scan identified the fractured screw. The fractured shaft was unable to be removed during revision and remains in the patient; the replacement screw was placed in the bone slightly lateral to the fractured shaft.

Event description:
A patient was revised to address a fractured xia polyaxial screw at right s1. The patient reported pain and CT scan identified the fractured screw. The fractured shaft was unable to be removed during revision and remains in the patient; the replacement screw was placed in the bone slightly lateral to the fractured shaft.